Manufacturer narrative:
Email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: rupture.

Event description:
Physician reporting a right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed posterior device on posterior side assessed as surgical impact opening. (Shell thickness was within specification).and missing piece of shell assessed as inconclusive. Additional observations: red particles on the surface of the shell. Non penetrating nicks observed. No further actions are required as the device was implanted.

Event description:
Physician reporting a right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Physician reporting a right side rupture. Device has been explanted and replaced with a non-allergan device.